Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received external ram error alarms and unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they had to reset the time and date. The customer stated that the insulin pump went into rewind mode. The insulin pump will not be returned for analysis.